Event description:
Country of complaint: (B)(6). Thread breaks too easily.

Manufacturer narrative:
Mfg site eval: complaint description: needle detachment during surgery. Samples received: (B)(4), there are no units in stock. Knot pull tensile strength of the samples received was tested and the results do not fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Remarks: as indicated in the instructions for use of the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: not justified. Corrective/preventive actions: not applicable.